Event description:
Pt was using the table to stretch her knee into flexion. The table dropped to its bottom limit, approximately six to ten inches, which forced the pt's knee into flexion. Pt's preexisting condition include total knee replacement and 3 knee surgeries in the last year. She sought further medical treatment and saw a doctor in the ER. Her upper left shoulder, cervical area, lower back, and left knee was x-rayed. Results from x-rays unk. Potential service of summons and complaint. The company has been unable to inspect the device. Because the matter is potentially in litigation, it has been turned over to outside counsel for further investigation.